Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer fell on the pump and the touchscreen became unresponsive and cracked. Reportedly, the touchscreen does not turn on when plugged into a power source or when the wake button is pressed. Customer's blood glucose level was not impacted. It was indicated that the customer would use backup pump as alternate insulin therapy.